Event description:
The physician stated that the hiwire nitinol hydrophilic wire guide tip went through the right renal pelvis. When the cook representative asked the physician if this might have happened with any guide wire-type wire with that 5cm tip or if there was possibly something different about the pt's anatomy, the physician was not sure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Due to the complaint device not being returned a physical examination of the complaint device could not be performed. A review of the specifications indicates the order was processed according to procedures. The evaluation results are inconclusive; the root cause of the customer's difficulty could not be determined; however, the complaint was confirmed based upon the customer's statement. We will continue to monitor for similar complaints. This is the first complaint of this kind. Insufficient risk due in part to low severity and high detectability.